Event description:
Customer returned the device for an issue of pressure being high and blockage suspected observed during maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that there was a foreign material, appearing to be brush-like in nature, protruding from the air/water nozzle. This medwatch is being submitted for the presence of foreign material protruding from the nozzle observed during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has been returned, and a full technical evaluation was completed in accordance with the original equipment manufacturer specification. A blockage is found to be present in the air/water nozzle; the blockage appears to be a white brush like material. The item did not originate from the olympus endoscope. A minor repair is required to return the instrument. Other observations for the device are: adhesive of light cover glasses and optical cover glasses is worn; distal end adhesive is lifting; up/down/left/right angle is not to specification with play being evident; water flow and water removal is not to specification; and electrical safety test is not to specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Customer provided information on the reprocessing performed at the facility. An air water channel cleaning adapter is being used for pre-cleaning. Pre-cleaning is performed immediately after a procedure following the instructions for use. Detergent used for pre-cleaning is not known. The endoscope channels are brushed during manual cleaning with a single use brush (model number not provided). No information on the automatic endoscopy reprocessor (aer) is known. The detergent and disinfectant used for manual cleaning and the aer are not known. The endoscopes are stored in a storage cabinet.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the brush broke during use of reprocessing the device. The specific root cause of the broken bristles in the air/water nozzle could not be determined at this time. The user may prevent the suggested event by handling the device in accordance with the following the instructions for use: "function and inspection of the accessories for reprocessing. Channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.